Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced fluctuating high and low readings. The customer's blood glucose reading was over 500 mg/dl. The customer stated that she also had a low of 61 mg/dl. The customer treated with food. The customer's current blood glucose reading was 258 mg/dl. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The insulin pump passed displacement test. The product was not returned for analysis.